Event description:
A faradrive steerable sheath clear was selected for use for pulse field ablation procedure to treat atrial fibrillation. Prior to starting the procedure, the physician elected to do the procedure under deep sedation rather than general sedation. The transseptal puncture was completed successfully with versacross large access solution (vla) kit with no issues. The vla was then exchanged for the faradrive sheath. Once the sheath was across to the left atrium, the physician aspirated while removing the dilator. Then the farawave catheter was introduced, and aspiration was completed again. This time a lot more air was noted during aspiration. The physician proceeded to advance the catheter through the sheath. The physician wired the left superior pulmonary vein before deploying to basket. At this moment the patient experienced ventricular ectopy (premature ventircular contractions) with st segment elevation. The patient was received intubation along with 100% oxygen, which seemed to resolve the st segment elevation. The remainder of the procedure was cancelled. When the patient woke up from anesthesia, he had motor function in both hands. No additional information was provided on the patient's current status. The sheath has been received by boston scientific and is awaiting analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The faradrive sheath was returned with the probable related farawave catheter. Faradrive sheath was evaluated through leak and aspiration performance testing and observed to produce acceptable results that indicates no potential defects to support the allegation. Removal of the handle cap to inspect the internal components found the external valve to be torn on the inner face by the center slit; this defect typically compromises the hemostatic valve's ability to seal pressure and fluid within the sheath. Due to the acceptable performance during leak and aspiration performance testing, this defect did not deteriorate the valve's capability to perform as designed.

Event description:
A faradrive steerable sheath clear was selected for use for pulse field ablation procedure to treat atrial fibrillation. Prior to starting the procedure, the physician elected to do the procedure under deep sedation rather than general sedation. The transseptal puncture was completed successfully with versacross large access solution (vla) kit with no issues. The vla was then exchanged for the faradrive sheath. Once the sheath was across to the left atrium, the physician aspirated while removing the dilator. Then the farawave catheter was introduced, and aspiration was completed again. This time a lot more air was noted during aspiration. The physician proceeded to advance the catheter through the sheath. The physician wired the left superior pulmonary vein before deploying to basket. At this moment the patient experienced ventricular ectopy (premature ventircular contractions) with st segment elevation. The patient was received intubation along with 100% oxygen, which seemed to resolve the st segment elevation. The remainder of the procedure was cancelled. When the patient woke up from anesthesia, he had motor function in both hands. No additional information was provided on the patient's current status. The sheath has been received by boston scientific and is awaiting analysis.